Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) suffered a deep vein thrombosis (dvt), resulting in swelling of the left arm with compromised circulation. It was reported that the lead system was explanted while the device was left in place for future use.